Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided port placement procedure using the powerport clearvue isp. After placement, it was reported that unable to obtain blood return and could not flush fluid through it. The catheter was left in place, and the main body was replaced with a new one. There was no reported patient injury.